Event description:
Customer called to report that he had experienced high bg readings of over 400 and bolused accordingly. Customer uses separate meter for testing blood sugar. Pod alarmed but with no message on pdm. He then changed the pod. Returned suspect pod for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.